Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to defective rails. A field service engineer adjusted the rails. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system main drawer 2 experienced issues as it failed to open properly. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.